Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/02/2014: contamination of the button contacts and a cracked battery compartment.

Manufacturer narrative:
Submitted: 01/14/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The battery compartment was noted to be cracked near the pump seal.